Manufacturer narrative:
(B)(4). Examination of the returned device confirms the reported material fracture attributed to a patient fall. DHR was reviewed and no discrepancies were found. Root cause is attributed to the patient fall. A summary of the investigation has been sent to the complainant. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch. Implant date correction: (B)(6) 2008. Concomitant medical products- femoral component porous size e right, catalog # 00599201502, lot # 60872136. Articular surface size ef 10 mm height "use with plate 3, catalog # 00596403210, lot # 60956819. Nexgen® complete knee solution, trabecular metal standard primary patella, catalog # 00587806532, lot # 60957822.

Manufacturer narrative:
(B)(4). Date of the event - unknown date; (B)(6) 2016. Implanted date - (B)(6) 2006. Concomitant medical products: unknown nexgen femur; unknown nexgen bearing. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision approximately eleven years post-implantation due to fracture of the tibial plateau and tibial plate caused by a fall. Attempts have been made and additional information on the reported event is unavailable at this time.